Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2014 with the following findings: the pump was returned with moisture in the display lens and battery compartment. The battery compartment is cracked from threads to the case seal. Returned battery cap has stripped threads and is unable to attach to the pump. The returned battery cap and a new test battery cap were unable to power up the pump; no audible or vibratory sounds and the display screen is blank. Investigators were unable to download the pump black box/history. The pump failed an in house leak test with a battery compartment leak. Removed the pump cover; internal moisture was confirmed on the pcb and internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.